Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.2 inr/1.6 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek s system.